Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer is stating that the display is broken.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power inlet was damaged which would not allow the internal battery to be charged. If the battery cannot be charged, the display will not function, which confirms the original complaint issue. (B)(4).

Event description:
Dealer is stating that the display is broken.